Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. The complainant reported that there was a placement signal issue. The impella red alarm indicating that the pump was in the aorta appeared, however, the doctor stated that the position was checked several times and the impella is approx. 5 cm below the aortic valve. It was also noted that if the doctor pulled the pump slightly more (around 5mm) into the ventricle, the "impella in the ventricle" alarm was triggered immediately. However, whenever the pump was correctly positioned at 5 cm, the impella in the aorta alarm was displayed. Patient was stable even under p2. It was discussed that there was a possible sensor error and recommendation was given to deactivate the placement signal. The placement signal monitoring was switched off. The pump remained on until the pump was successfully weaned and explanted. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Impella 5.5 was returned for evaluation. Upon visual inspection, biomaterial was present on the impeller blade. Optical parameters were checked and all within a normal range. Pump also passed laser light continuity test. Data logs were reviewed and lt logs from case showed ¿impella position in aorta¿ alarms with concurrent ¿impella position in ventricle¿ alarms noted at time of reported issue and troubleshooting. Continuous suction alarms also noted throughout case. No hard failures of the optical sensor were seen in the logs during the case. A few hours before "impella in ventricle/aorta" alarms, a drop in motor current pusatility and a drop in pump flows with no change in p level were seen. Additionally, placement signal decreases at the same time as pump flow drop. Clinical details noted that when pump was correctly positioned at 5cm, "impella in aorta" alarms were being triggered. The failure mode investigated was changed from "placement signal issue" which only encompass dp sensor issues to "optical signal issue" as the impella 5.5 which only has an optical sensor. The root cause of the optical signal issue was most likely due to biomaterial. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.